Event description:
Additional information from the hcp reports the patient presented in 2005 with fever, redness, swelling and drainage of the device pocket and lumbar region. A culture of device pocket was reported as positive for "morganella morganii." The pt did not have meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal.

Event description:
The hcp reported the device system was explanted due to infection. A follow up report will be sent when additional information is received.